Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. There was no patient involvement at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter pcbs, liquid crystal display (lcd panels), and screens. The unit passed all testing and operates within the manufacturing specifications.